Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: global anatomic implanted on [date] onto [patient] by [surgeon]. Head dislodged from proximal body whilst patient was in bed. Global unite anatomic anchor peg glenoid, global unite head, and global unite anatomic proximal body removed. Replaced with delta x-tend reverse implants. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the global unite head 48x18 ecc presents slightly scratches at the convex surface, most likely caused by the explantation process. Based on the observed condition of the glenoid, it is reasonable to conclude that a disassociation event occurred between the head and the proximal body. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the global unite head 48x18 ecc would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d10. Corrected: h3.

Event description:
It was reported a global anatomic implanted on (B)(6) 2019. Post operatively the head dislodged from proximal body whilst patient was in bed. Global unite anatomic anchor peg glenoid, global unite head, and global unite anatomic proximal body removed. Replaced with delta x-tend reverse implants. Revision occurred (B)(6) 2025 significant metallosis in patient was noticed and implants will be cleaned by the hospital to be sent for investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: global anatomic implanted on [date] onto [patient] by [surgeon]. Head dislodged from proximal body whilst patient was in bed. Global unite anatomic anchor peg glenoid, global unite head, and global unite anatomic proximal body removed. Replaced with delta x-tend reverse implants. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment image (7).jpg, image (8).jpg, image (10).jpg, image (11).jpg and image (12).jpg. The photo investigation revealed that the global unite head 48x18 ecc was covered with blood remnants and has inside of the insertion hole what appears to be a plug of tissue, which indicates that the humeral head and the proximal body could have been detached for a long period of time before surgery, confirming the reported disassociation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the global unite head 48x18 ecc would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- global anatomic implanted on [date] onto [patient] by [surgeon]. Head dislodged from proximal body whilst patient was in bed. Global unite anatomic anchor peg glenoid, global unite head, and global unite anatomic proximal body removed. Replaced with delta x-tend reverse implants. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment image (7).jpg, image (8).jpg, image (10).jpg, image (11).jpg and image (12).jpg. The photo investigation revealed that the global unite head 48x18 ecc was covered with blood remnants and has inside of the insertion hole what appears to be a plug of tissue, which indicates that the humeral head and the proximal body could have been detached for a long period of time before surgery. Additionally chronologically x-rays were provided which revealed that a disassociation event occurred between the head and the proximal body. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the global unite head 48x18 ecc would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified. Device history review- a manufacturing record evaluation was performed for the finished device product description: global unite head 48x18 ecc product code: 110048610 lot number: hm4275 and no non-conformances or manufacturing irregularities were identified.